Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "hair" was observed in the sterile packaging of the clearlink system continu-flo solution set. This was noticed prior to patients use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot number was manufactured on the year 2011. The actual sample was evaluated. Visual inspection on the returned sample revealed a hair inside the pouch. The particle was 10.5 cm in length, solid, blond, elongated, opaque, flexible and homogeneous. The reported condition was verified. The cause was determined to be due to incorrect manufacturing practices during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.